Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k072642.

Event description:
It was reported by the doctor that the ilrght screw fractured.

Manufacturer narrative:
One certain titanium large hexed screw was returned for inspection. The screw was fractured at the top of the threaded regions. The drive feature is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium large hexed screws, it is recommended to torque at 20ncm. The alleged event was confirmed following inspection. A singular cause for the complaint could not be determined.